Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to avoid hot swapping scopes, power down the device to remove/install scopes, and to clear any error before attempting another scope. In addition, tac recommended checking for foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of the scope. Tac further advised the customer to wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. Tac verified the maj-1933& maj-1941 were seated, verified the endoscope connector on the device was clean and free of debris, and verified the colors bars were present on the monitor without a scope installed. Afterwards, the error was still displayed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e315 and a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon has been improved since the phenomenon was not reproduced and there is no information on reoccurrence. Olympus will continue to monitor field performance for this device.